Event description:
The lay user/patient contacted lifescan alleging that the control solution test was falling above the indicated control range. During troubleshooting, the patient did not have the subject meter with her; however, the patient informed the customer care advocate that she performed a control solution test with a new vial of test strips and the result fell within the specified control solution range. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.